Manufacturer narrative:
Patient reported as asymptomatic. Confirmatory testing was performed via polymerase chain reaction (pcr). The confirmatory test result was negative. All customer reported product handling practices are consistent with product insert and swabs used have been validated for use with the lumiradx sars-cov-2 ag test. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Review of product risk assessment confirmed the applicable risk categories remain appropriate for the reported event. Review of manufacturing records identified that the reported strip lot met all defined qc criteria at the time it was released, and that in-house testing confirmed strip lot met expected performance criteria for use in the field. Trending data for discordant results was reviewed and the occurrence rate for the reported strip lot demonstrated field performance within specification of product claims, until expiry, relative to the quantity of strips in the field. Investigation conclusion and status of investigation: strip lot was also subject to field correction in the form of an instrument software update, as documented under FDA recall z-1312-2021, to correct a manufacturing issue (valve run out) that was attributed with an increased risk of false positives in a certain portion of strips within the lot. No further investigation is considered necessary at this time. The remaining strips from the lot that were not subject to the field correction, were used within the field until expiry and demonstrated field performance within the specification of product claims, relative to the quantity of strips in the field.

Manufacturer narrative:
Correction/removal number (2020 reports) : 3012642695-02/17/21-001-c. This is report 1 of 4 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual patient. No further patient data was available. Repeat testing of the nasal swab sample with the testing platform could not reproduce the reported event. A field corrective action in the form of an instrument software update was issued to address lot 5000223 due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4), effective date 17 february 2021 and was submitted to support the field corrective action notification. Use of certain test strips within this lot may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
This is report 1 of 4 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.